Event description:
The rptr did back to back blood glucose tests, within minutes of each other, using separate finger sticks. Rptr's results were 142, 197, and 203 mg/dl. Rptr did not have any symptoms. The rptr checks the confirmation dot for enough blood. A control solution test was in range. No harm was alleged.